Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported power on/off failure. The event record download showed that there were two low battery messages displayed 12 mins and 13 mins into the event and two power cycles. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported problem could not be determined.

Event description:
During the device use on a pt, it was reported that it lost power and turned back on three times and continued to operate properly thereafter. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.